Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery connector had a bent pin 2, which prevented the battery from connecting to a monitor or battery charger. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was unable to power on a monitor.